Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they gave correction for blood glucose with insulin. The customer stated that they were unable to get past the rewind screen. The customer stated that the motion sensor test failure alarm kept occurring during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. No motion sensor test failure alarm was noted during testing. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, excessive no delivery, or unexpected restart tests due to the motor error alarm. The pump passed the self test, unexpected restart and all operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot.